Event description:
The customer reported that the filter leaked at the "disc," but it was difficult to pinpoint the exact location. The leak was possibly on the side of the filter. Lipids were run separately than tpn. Tpn infused at 7ml/hour. The product had been in place since (B)(6) 2018. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the filter leaked at the small disc area while infusing tpn was confirmed. No anomalies were observed on the set during visual inspection. Functional testing observed a leak from the filter vent. The root cause of the filter vent leak was fluid resistance of the filter becoming roughly equivalent to the fluid resistance of the air vent, which increases backpressure and the fluid seeks the path of least resistance through the filter vent.

Manufacturer narrative:
Concomitant medical products: 3ml bd syringe ref (B)(4) lot 812412c exp 2021-05-03 0.9 sodium chloride injection; 28 gauge PICC: therapy date: (B)(6) 2018. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Additional patient information: 28 gauge PICC, placed (B)(6) 2018, line cut to 22 cm, secured at 0.5 cm at skin entry level.

Event description:
The customer reported that the filter leaked at the "disc", but it was difficult to pinpoint the exact location. The leak was possibly on the side of the filter. Tpn infused at 7 ml/hour into a 28 gauge PICC. Lipids ran separately at 0.7 ml/hour. The patient was not on other IV medications. The product had been in place since (B)(6) 2018. There was no patient harm.